Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9145776. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the investigation and the description of the event, it was determined that the most likely root cause for this event is the forcing of fluid through the device during injection.

Event description:
It was reported that pegasus pnk 20ga x 1.16in prn catheter leaked. This was discovered during use. The following information was provided by the initial reporter: on august 7th, 2020, the catheter was prolonged to burst when the patient was injected with a contrast-closed, needle-proof intravenous indwelling needle under high pressure, and the patient needed to be re-punctured, causing a second puncture.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus pnk 20 ga x 1.16 in prn catheter leaked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2020, the catheter was prolonged to burst when the patient was injected with a contrast-closed, needle-proof intravenous indwelling needle under high pressure, and the patient needed to be re-punctured, causing a second puncture.